Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported a broken waveguide. The device broke after a lateral lumbar interbody fusion procedure while the lights were being removed from the retractor. The surgery was completed and they were removing the retractor from the patient and being disassembled. It was reported that the release was not used properly and the release mechanism broke. No pieces fell in the patient. No adverse event reported.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Zimmer biomet does not have reporting responsibility for this item as zimmer biomet solely distributes and is not the manufacturer. Additionally, zimmer biomet is not the design owner and therefore is not in the position to make an MDR reportability assessment. As such, this MDR was initially submitted in error. (B)(4) , the design owner and manufacturer of this device, has been notified of this event.